Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system powered off and displayed a message indicating that the robot was not connected or powered on. The technical support engineer (tse) instructed the customer to power down the system and disconnect the blue fiber cables from the robot and console. The tse guided the customer through a hard power cycle of each component, and each component powered up with solid blue lights. After reconnecting the blue fiber cables, the system continued to display the message that the robot was not connected or powered on. The customer performed another power cycle, but the issue persisted. The customer was uncertain about how the surgeon would want to proceed. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed a common compute controller (ccc) replacement to resolve 307 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in lighthouse, error 307 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ccc did not need to install onto a golden system due to error 307. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. It concluded that no root cause could be attributed to this ccc. The unit had error 307 is an unknown issue.